Event description:
Customer reportedly received results of 382mg/dl and 135mg/dl within 10 minutes on the advantage system. The customer did not provide the location where the discrepant results were obtained. No adverse event reported. L1 control was run and in range; l2 was run and out of range. Requested return of suspect device and replacement was sent.